Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 535cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the left breast implant during an in-person visit with a medical professional. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
On july 28, 2023, mentor was provided with the additional following information. During an in-person visit with a medical professional, the patient was diagnosed with bilateral breast ptosis in addition to the left-sided capsular contracture. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-09474 for the contralateral event. The explantation surgery was rescheduled. The patient was scheduled for bilateral removal and replacement on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 21, 2023, mentor received the following additional information. Race: white. The patient also experienced right-sided breast discomfort. The patient underwent bilateral removal and replacement with 650cc mentor memorygel breast implants. On august 22, 2023, the mentor analysis lab received the suspect medical device for evaluation. On august 24, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).